Event description:
It was reported that a spectrum pump had a failed upstream occlusion test during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing with a loaded set, the device functioned as intended and properly detected an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.